Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery error found in the pump history file and critical pump error alarm during testing due to moisture damage on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error as well as a broken force sensor was detected during seating or regular delivery alarm was just rewinding before the insulin pump error. The customer¿s blood glucose was 116 mg/dl. Customer stated that the pump error in the corner of the screen while the alert was going off. Customer stated that the insulin pump was exposed to moisture. Troubleshooting steps were provided for critical pump error. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to the back-up plan. The insulin pump will be returned for analysis.